Event description:
Upon completion of skin closure, needle holder handed back to nurse who observed the distal tip of the needle of a swedged on suture was missing. Thorough check of linen and area done tip of needle not located, post-op x-ray order, no needle point noted.